Manufacturer narrative:
This report is being filed on an international product, list number 08p06-74 that has a similar product distributed in the us, list number 08p05, with 510k/PMA/bla number p050042. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results generated by the alinity I processing module for a 67-year-old male patient diagnosed with coronary atherosclerosis. The results were not consistent with the patient¿s previous result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6)2024 sid (B)(6): alinity I anti-hcv result = 8.80 s/co. Repeat result (post high-speed centrifugation) = around 8.0 s/co. Retested sample from (B)(6)2024 result = 0.28 s/co. (B)(6)2024 (new blood draw): alinity I anti-hcv result = around 9.0 s/co. Previous result: (B)(6)2024 alinity I anti-hcv result = 0.28 s/co (nonreactive). Update: on (B)(6)2025, additional information was provided. The customer does not know which result (reactive or nonreactive) is correct for the patient. The patient did not undergo hcv rna testing. There was no impact to patient management reported.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results generated by the alinity I processing module for a 67-year-old male patient diagnosed with coronary atherosclerosis. The results were not consistent with the patient¿s previous result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2024 sid (B)(6) : alinity I anti-hcv result = 8.80 s/co. Repeat result (post high-speed centrifugation) = around 8.0 s/co. Retested sample from (B)(6) 2024 result = 0.28 s/co. (B)(6) 2024 (new blood draw): alinity I anti-hcv result = around 9.0 s/co. Previous result: (B)(6) 2024 alinity I anti-hcv result = 0.28 s/co (nonreactive) update: on (B)(6) 2025, additional information was provided. The customer does not know which result (reactive or nonreactive) is correct for the patient. The patient did not undergo hcv rna testing. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Additionally, in-house testing of retained reagent kit was completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64106be01. A review of the device history record did not identify any non-conformances or deviations with lot 64106be01 and the complaint issue. The overall performance of alinity I anti-hcv reagents in the field was reviewed using data from customers worldwide. The number of standard deviations to cutoff for the negative population and the median values for the complaint lot were within the established limits and comparable to the historical reagent lot performance. A review of labeling was performed and found to sufficiently address the customer's issue. Furthermore, in-house testing of a retained reagent kit of lot 64106be01 was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generates the expected results. The clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panel. Based on this investigation, no systemic issue or deficiency with the alinity I anti-hcv reagent, lot number 64106be01, was identified.